Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose and they received the open book image on the insulin pump screen. The customer blood glucose level was 550 mg/dl at the time of incident. Customer stated that there was no other insulin pump error before the open book image was displayed on the screen. It was unknown whether the customer was using the auto-mode feature. Customer treated with manual shot. The insulin pump will be returned for analysis.